Event description:
Reportedly, taking too much fluid from patient.

Manufacturer narrative:
Evaluation summary: recalibrated all pressures and scales. Machine passing self test. Substitution scale. System. Filtrate scale. System. Filtrate pressure sensor. System. Access pressure sensor. System - calibration error.